Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous posterior tibial artery. After crossing the lesion with an unspecified guide wire, a 1.5mm x20mmx142cm coyote es balloon catheter was advanced for dilatation. On the first inflation at 6 atmospheres, the balloon ruptured. The device was removed intact from the patients' body. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).